Event description:
It was reported that during insertion of the iab, difficulty was encountered passing it through the sheath. The iab and sheath were removed and a sheathless iab was successfully inserted. The patient suffered some vascular damage from the procedure.